Event description:
It was reported that during a stenting treatment procedure stent dislodgement and stent embolization occurred. The patient presented with an acute myocardial infarction. The totally occluded target lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Four unspecified stents were successfully deployed in the lad. A 3.00x20mm ion stent delivery system was then advanced distal to the previously placed stents and it would not cross. The stent dislodged from the delivery system in the distal lad. Two attempts were made to retrieve the stent with a balloon catheter and a snare, however these attempts were unsuccessful. It was decided to send the patient to surgery at this point. During surgery another attempt to retrieve the stent was unsuccessful so the procedure was completed with a coronary artery bypass graft. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).